Event description:
A malfunction was reported by the customer on their pump, displaying a malfunction code that could not be reset. There was no adverse impact on the customer's blood glucose level. Although the customer reset the pump successfully without the code appearing again, the technical support team proceeded with replacing the pump. Customer continued to use the pump for insulin therapy.